Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: black shaft of probe (heat shrink) flakes off into joint quite frequently, probe suction clogged. The probable root cause/s of insulation flaking could be excessive force and scrubbing with another object during use caused heat to insulation to degrade. Tissue blocking the suction path, inadequate hospital suction, bad connection to hospital suction line. Gtin: (B)(4).

Event description:
It was reported that the serfas suction probe clogged and experienced lots of bubbles. The surgeon also reported that black shaft of probe flakes off into joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the serfas suction probe clogged and experienced lots of bubbles. The surgeon also reported that black shaft of probe flakes off into joint.